Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and abdominal distension ("belly looked preggo") and was found to have weight increased ("weight gained 30 lbs"). The patient was treated with surgery (essure removal (6 days post op)). Essure was removed. At the time of the report, the back pain and abdominal distension outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, back pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: back pain, abdominal distension and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : case became serious incident. Reporter added. Events added - weight increased and belly looked preggo. On 23-mar-2020: information received via social media: reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.